Manufacturer narrative:
Block e1 (initial reporter city): the initial reporter city is (B)(6). Block e1 (initial reporter email); the initial reporter email has been updated to (B)(6) based on the additional information received on august 04, 2025. Block g2: the study name is (B)(4). Block h6: imdrf patient code e2114 captures the reportable event of perforation. Imdrf patient code e1108 captures the reportable event of biliary leak.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery-enhanced delivery system was to be implanted transduodenal to the bile duct during an endoscopic ultrasound (eus) guided biliary drainage procedure performed on (B)(6) 2025. The physician was using the eus method of deployment where the second flange of the stent is deployed in the scope, and then the stent is released from the scope by advancing the catheter and retracting the scope in a 1:1 fashion. During the procedure, concerns arose during the initial deployment step regarding potential perforation of the opposite wall of the main bile duct. A guidewire was subsequently placed into the intrahepatic bile duct, and the stent was fully deployed with bile flow confirmed. Endoscopic ultrasound verified accurate intraductal positioning. A sphincterotome was then introduced over the guidewire, and opacification was obtained. However, cholangiography revealed a small leak near the stent, indicating a biliary wall injury. To address this, a 60x10 mm covered metal biliary stent was placed through the axios stent, effectively sealing the wound. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block e1 (initial reporter city): the initial reporter city is (B)(6). Block g2: the study name is (B)(6). Block h6: imdrf patient code e2114 captures the reportable event of perforation. Imdrf patient code e1108 captures the reportable event of biliary leak.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery-enhanced delivery system was to be implanted transduodenal to the bile duct during an endoscopic ultrasound (eus) guided biliary drainage procedure performed on july 17, 2025. The physician was using the eus method of deployment where the second flange of the stent is deployed in the scope, and then the stent is released from the scope by advancing the catheter and retracting the scope in a 1:1 fashion. During the procedure, concerns arose during the initial deployment step regarding potential perforation of the opposite wall of the main bile duct. A guidewire was subsequently placed into the intrahepatic bile duct, and the stent was fully deployed with bile flow confirmed. Endoscopic ultrasound verified accurate intraductal positioning. A sphincterotome was then introduced over the guidewire, and opacification was obtained. However, cholangiography revealed a small leak near the stent, indicating a biliary wall injury. To address this, a 60x10 mm covered metal biliary stent was placed through the axios stent, effectively sealing the wound. There were no patient complications reported as a result of this event.